Event description:
It was reported that during an atrial fibrillation ablation procedure, the irrigation port detached from the catheter. After the physician used the therapy cool flex ablation catheter to create geometry of the left atrium, it was noted that the irrigation port of the therapy cool flex ablation catheter detached from the proximal edge of the catheter handle and saline was leaking from the damaged area. A new catheter was used to continue the procedure. No adverse patient complications were reported.

Manufacturer narrative:
(B)(4). One therapy cool flex 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the catheter handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. During production and prior to release, the devices have gone through 100% inspection and met the acceptable requirements. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. Although this device was manufactured after implementation of a quality improvement project in (B)(4) 2011, further product enhancements have since been implemented with a goal of improving customer satisfaction. These enhancements, which impact devices manufactured after (B)(4) 2012, include educing the supplier on proper processing of the material to make a more flexible tube and incorporating a new adhesive which eliminates brittleness and provides more flexibility to the transition between the tube and the handle. Additionally, the handle component bore was modified to provide an interlock between the adhesive and the tubing to decrease adhesive failure during luer torquing.